Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Black tip to torque wrench was either lost in washer or broken in decontamination.

Manufacturer narrative:
Examination of the returned product confirmed the black plastic protector was missing. The investigation could not draw any conclusions about the root cause of the disassociated protective cap. Eco249156 was previously implement for this failure mode. The current complaint sample product was manufactured before the implementation of eco249156. (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.